Event description:
During the therapeutic cystoscopy procedure, the a0336.1 electrode cable sparked and popped when the valley lab electro surgical machine was activated. The electro surgical unit was immediately turned off and when the electrode cable was disconnected from the unit, the cable broke into two pieces. The procedure was completed with a second electrode cable and no adverse outcome was noted to the pt. The performance improvement coordinator reported that the 210 cut and 85 coag settings of the electro surgical unit were normal settings for urology procedures.